Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the avaulta solo synthetic support may include, but are not limited to those typically associated surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
Complaint #(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal pain, pelvic pain, dyspareunia, bladder infections, painful urination, difficulty urinating, urinary retention, left side/front/back pain, depression, anxiety, difficulty with standing for long periods, burning in pelvic area, cystocele (prolapse), diverticulitis, muscle wasting, neuropathy, obesity, pelvic trauma, rectocele, uterine prolapse, vaginal vault prolapse, wound healing problems, sleep disturbances, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
This follow-up should be #2; however, the previous paper submission(s) have not been recognized by the FDA¿s electronic production system. This continues to result in negative ack3 acknowledgment based off submissions under this manufacturing report #. Therefore, this emdr will be submitted as follow-up # 1. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced severe pelvic pain, frequency, urgency, dysuria, increased residual urine, bladder pain, atrophic vaginitis, suprapubic pressure, low back pain, flank pain, abdominal pain, mild left hydronephrosis, chronic urinary tract infections, cramping, vaginal bleeding, vaginal pain, bloody bowel movements, mesh erosion, granulation tissue, dyspareunia, grade one uterine prolapse, postmenopausal bleeding, mild pelvic organ prolapse, enlarged vaginal introitus, recurrent grade one-two rectocele, recurrent anterior prolapse with straining, elevated post void residual, midline extrusion, mesh removal with anterior posterior repair, vaginal vault suspension to right iliococcygeus ligament fascia on (B)(6) 2010, pain which woke her up at night, foul smelling vaginal discharge, vagina irrigation with silver nitrate, fecal incontinence, diarrhea, vaginal bulge, recurrent cystocele, exquisite pain at end of urination, bladder pressure, chronic interstitial cystitis, malaise and fatigue, pain in joint involving pelvic region and thigh, vaginal dryness, tenderness from mesh complications and required nonsurgical and surgical interventions.